Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting was performed and it was advised to replace the cable as it had been run over by the unit several times. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that a black image came up on the display when using the video system center. The issue occurred prior to a diagnostic colonoscopy procedure which was completed with a similar device. There was no delay and no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.